Manufacturer narrative:
Vyaire medical file identification: (B)(4). The defective device was not returned for further evaluation. Therefore, no root cause could be determined yet. However, the customer troubleshoots the unit and determined that the main pcb board needs replacement.

Event description:
The customer reported that the vela ventilator shows transducer error message and no ventilation is possible. The customer confirmed that there was no patient involvement associated with the reported event.